Event description:
It was reported that the patient presented remotely to the clinic via data transmission on (B)(6) 2025. Upon review of the data, there were episodes of non-sustained right ventricular oversensing (nsrvo) due to right ventricular (rv) lead noise, and it was suspected that there may be lead integrity issues. It was recommended to bring the patient in clinic to test the lead further and determine plans for intervention. There were no reports of adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).